Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins did not last as long as the mdt rep said it would. Caller said the rep told him it would last 5-7 years. Technical services (ts) reviewed that longevity is based on settings. Caller said he will contact the dr office to get the settings.  No further complications were reported/anticipated at this time. Additional information was received from the healthcare professional. It was reported that the hcp called to get MRI information. The hcp indicated that the patient was attempting to get an MRI but the patient indicated that they aren't charging the patient controller. The patient did not have the remote at the time of the MRI and indicated that the ins was off. The caller was an MRI tech and did not have other details about the situation. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported they were not aware that setting would affect stim longevity. Patient said that when saw local mdt rep in fl to place ins into MRI mode that was told that ins battery is starting to get low. Reviewed factors that affect stim longevity. Reviewed new product information.

Event description:
Additional information was received from the patient. They reported that the cause of the premature battery depletion was not determined. They have no idea. The current batter was supposed to last 5-7 years and it is just about depleted before 1.5 years. The cause of the ins being off was determined to be patient needed an MRI. Patient reports battery is currently in MRI mode. They have not turned it back on because they are in florida and their controller is in (B)(6). They have no idea what the next steps are. Patient reported they are so frustrated because they were so happy with the device as it was doing its job and they cant see replacing the battery this often. They didn¿t understand why it was depleted so quickly. Patient requested a call for assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.